Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the manufacturing records for the implicated lot were reviewed. The raw material met all compositional and mechanical requirements. No device was received back for evaluation, so testing and inspection could not be performed to aid in root cause analysis. Conclusion: the most likely cause of the fracture is multi-factorial.

Event description:
It was reported that; 6.0 vitallium rod snapped in rod bender.

Event description:
It was reported that; 6.0 vitallium rod snapped in rod bender.